Event description:
Reporter calling, stating she received a medical correction notice letter from abbott regarding her implantable neurostimulator. Reporter states the letter discusses the device being incompatible with MRI (magnetic resonance imaging). Reporter states that she was unaware of this MRI incompatibility, and after she had a recent MRI, she experienced problems of "my toes tingling and my body started jumping" as the device was shocking her strongly. Reporter states that now that she has the letter, she will be contacting her physician about it and will also be contacting the abbott representative through her doctor's office. Reporter states that the letter indicates that abbott has been aware of this problem "since 2015" but this device was implanted in her anyway. Reporter states she is frustrated and states "why did they wait so long?" In sending her a letter.